Event description:
It was reported in the operating room, that the tip of the guide wire bent during insertion. See MDR 1036844-2013-00305 for the second event with the same patient. As a result a third kit was opened and used successfully. It is unknown if there was a delay in treatment. No complications or death occurred to the patient.

Manufacturer narrative:
(B)(4). The device was discarded.